Event description:
It was reported that balloon rupture occurred. Two coyote es balloons were used on the chronic total occlusions (ctos) in the superficial femoral artery. After crossing the guidewire, the 1.5mm x 20mm x 142cm coyote es was advanced for dilatation. However, on the initial inflation at 6 atmospheres, balloon rupture occurred. So, a 2mm x 20mm x 143cm coyote es was then inflated, but on the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a 3mm hp balloon, 5mm and finished with ranger. No patient complications reported.